Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the operating room. Noise was reported on the atrial lead and externalized conductors were reported on the right ventricular lead. Both leads were explanted and replaced. The patient is recovering.

Event description:
New information revealed that oversensing was also reported on the atrial lead.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.